Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leaflet perforation and increased mitral regurgitation that occurred one day after the clip was implanted which required surgical intervention. It was reported that on (B)(6) 2015, the mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. Two clips ((B)(4)) were implanted and the mr was reduced to 2. On an (B)(6) 2015, it was found that the mr had increased due to a leaflet perforation. The clips were confirmed to be stable on the leaflets. The patient was treated with surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the clip delivery system. The reported patient effects of increased mitral regurgitation (mr), leaflet perforation, surgical procedure, and atrial fibrillation, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effects appear to be related to procedural conditions. A review of the lot history record was reviewed for both implanted clips, and identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report filed, the following information was received: it was reported that the suspected cause of the leaflet perforation was atrial fibrillation and the mitral regurgitation grade had increased to severe (grade 4). No additional information was provided.